Event description:
It was reported that the patient's inflatable penile prosthesis cylinders and pump were removed for unspecified reasons. A pump and 18 cm x 12 mm cylinders were implanted at a later date. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.